Event description:
The patient underwent a procedure for a permanent scs system on (B)(6) 2014. It was reported that the procedure was extended by 75 minutes due to the physician encountering difficulty removing the stylet from the leads. One lead was unable to be implanted due to the difficulty in removing the stylet; however, two subsequent leads were able to be implanted. All leads were from the same lot number. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.